Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 468mg/dl due to a bent cannula. Customer's blood glucose value was 140 mg/dl at the time of the call. Customer was advised to change out the infusion set and to return the product for analysis. Customer declined to further troubleshoot for high readings.